Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. This incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive to touch during a procedure when the user attempted to enter the menu and change parameters. There was no report of patient injury. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive to touch during a procedure when the user attempted to enter the menu and change parameters. There was no report of patient injury.

Manufacturer narrative:
Through follow-up communication with the customer, livanova (B)(4) learned that the air conditioning and the ventilation system in the operating room were not in good operating condition. It was reported that the humidity level in the operating room was high and moisture traces were identified on the pumps, and that this defect happened in this environment. The customer reported that after repairing the air conditioning and ventilation system and drying the components, the touch screens returned to normal operation and the issue was resolved. Therefore, environmental conditions were identified as root cause for the reported issue.